Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken cord. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of cables, charged coupled device flooding, and electrical contact corrosion. Based on the results of the investigation, a probable root cause for the customer's reported malfunction could not be determined. Based on the results of the investigation, it is likely the evaluation findings of cable flooding and charged coupled device flooding were due to scratches on the cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken cord. There were no reports of patient harm.